Event description:
A cartridge change error was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed by technical support to attach the cartridge, inspect the o-ring, clean the pneumatic tap, and follow on-screen instructions, yet was unable to successfully load the cartridge. The issue was escalated for further troubleshooting.